Event description:
The customer reported that this mp30 speaker was showing an inop 'speaker malf' and it was confirmed that no sound was coming from the monitor. No pt harm was reported.

Manufacturer narrative:
(B)(4): the customer reported that there was a speaker malfunction inop error on the monitor. It was confirmed that there was no sound coming from the monitor. The device was being used for monitoring. There was no adverse impact reported or indicated. The monitor was sent in for bench repair to philips for eval. The main board was replaced resolving the issue. The monitor was tested and all tests passed per its specifications. The serial number provided (B)(4) shows that the monitor is >1 year old with a ship date of (B)(4), 2009.